Event description:
Caller reported alarm 01, indicating an issue with the device. There was no adverse impact on the customer's blood glucose level. The caller was instructed to load a new cartridge, which they did successfully, allowing them to resume insulin therapy.